Manufacturer narrative:
Updated data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-2329; product lot number: 0012468077; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: 0011763186; product type: 0195-heart valves; implant date: non-implantable device product ID evfxplus-34 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-34 in a patient with a type 0 bicuspid aortic valve, a pre-implant balloon dilation was performed. During deployment of the first valve, the valve dislodged to the aortic position upon release from an implant depth of 7mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc) to -3mm on the ncc and -1mm on the lcc. The cause of the dislodgement was noted as due to the patient's anatomy. Severe paravalvular leak was noted. Subsequently, the valve was snared above the sinotubular junction level. A second valve was loaded and attempted to be implanted; however, an infold in the valve frame occurred on the first deployment, which was attributed to the patient's bicuspid anatomy. The valve was recaptured and withdrawn from the patient. A new valve was then loaded and successfully implanted on the first deployment.